Event description:
The incident occurred during cervical treatment to a single patient that utilized a varisource high dose rate afterloader device affixed with a re-useable transfer guide tube (rtgt) and a fletcher-suit-declos (fsd) teratment applicator. The patient's prescribed treatment plan called for 5 fractions at 600cgy each. After the patient had received the first three (3) fractions, the physicist discovered that the rtgt was not extending all the way into the applicator channel. This was discovered while performing a positioning check of the rtgt prior to administration of the fourth (4) fraction. Therefore, since positioning checks were not completed on the rtgt for the first three (3) fractions, it is believed that the rtgt was not positioned correctly within the fsd applicator for those treatments. The patient in question has been examined by a physician with no short term adverse affects noted. However, observation of the patient will be made at a later date to determine if any adverse affects have occurred.